Event description:
Event description boston scientific received information that after the implant of this right ventricular lead, an impedance measurement of 2200 ohms was observed. The physician suspected an incomplete connection and performed an x-ray. However, the next morning, the lead impedance had decreased to 1600 ohms. Normal sensing and pacing were confirmed and threshold measurements were normal. There were no adverse patient effects and the lead remains implanted.